Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock for the supraventricular tachycardia (svt) episode via remote transmission. The patient was made aware that the device will be monitored remotely without any intervention. The patient did not experience any adverse consequences.